Event description:
It was reported that device detachment occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A rotawire was selected for use. Upon unpacking, the rotawire was flushed with 3 x 10ml syringes through the blue tube of the carousel. When trying to remove the guide wire from the carousel, resistance was noted. The carousel was tapped a few times to activate the lubricating powder on the guide wire but was not successful. When forcing the item to be removed from the carousel, the guide wire ended up cracking. The procedure was completed using alternate device. There were no complications, and patient fully recovered.

Manufacturer narrative:
E.1. Initial reporter phone: (B)(6).